Event description:
It was later reported that this lead was surgically abandoned due an apparent fracture, loss of capture and out of range pace impedance. A new lead was successfully implanted.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead was fractured. Lv programming was turned off. No adverse patient effects have been reported. It was later reported that the lead had been programmed off due to high impedance greater than 2,000 ohms and a loss of capture. The lead was sensing appropriately. An x-ray did not reveal a fractured lead. The patient may be a candidate for a heart transplant and the physician recommends implanting a new lv lead first to see if heart function improves. Technical services discussed checking other pacing configurations to verify non-capture and discussed lead extraction should this be necessary.

Manufacturer narrative:
All available information indicates that the lead remains in service. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
As the lead will not be returned, clinical observations cannot be confirmed.